Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's orders were not crossing over to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not showing for patient on device. The technical support specialist dialed into the station and found now the patient order was showing in the device. The system functioned as intended after the technical support specialist investigated the device.